Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the fourth clip was jammed after the third firing and the jaw could not be released. The jaw was released somehow by grasping the trigger several times. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.